Event description:
It was reported that an aseptico endo dtc possibly caused a file to separate. The canal was filled with the separated piece in place.

Manufacturer narrative:
Because eval of the unit is not complete as of this MDR eval and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation event will be reported via asr, as appropriate. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.